Event description:
It was reported that the patient experienced inflation issues with this inflatable penile prosthesis (ipp) as the pump was staying flat and the device was not working properly. A surgical procedure was performed, during which a fluid loss caused by a break in the pump tubing was identified. Cylinders and pump were removed and replaced. The reservoir remains on left side and a new one was added to the system. There were no patient complications.